Event description:
Consumer called stating they are getting inaccurate readings when compared to their other meter. Analysis run on clark error grid using competitive readings (190) as ref. Point vs bd readings (43) yielded data points in the e range of the grid, outside of acceptable limits.